Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred on an unknown date. Device explant due to the ongoing gerd occurred without issue on (B)(6) 2018.